Event description:
It was reported that this pacemaker was part of a system revision due to infection. The patient was treated with intravenous antibiotics and reimplanted with a leadless pacemaker. There were no additional adverse patient effects reported. This pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. The patient was treated with intravenous antibiotics and reimplanted with a leadless pacemaker. There were no additional adverse patient effects reported. This pacemaker was explanted.